Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Device has not yet reached elective replacement indicator (eri). Estimated remaining longevity of 2 years with a minimum of 1 year. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated with an auto identify interrogation and exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.